Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. It was unknown if the patient was hospitalized for peritonitis. On an unknown date, the patient was treated with injection vancomycin (2g per five days; route and duration not reported), injection fortum (1 g; once daily, route and duration not reported), and injection heparin (dose, route, frequency and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient&#38112;effluent is clear and the patient is recovering while remaining on antibiotic therapy. No additional information is available.